Manufacturer narrative:
Additional info: if follow-up, what type corrected data: MFR site, and report source. The device was not available for return. A lot number was not reported, so a device history record (DHR) review could not be performed. Based on the available information, a root cause for the reported event could not be determined. According to the system technical user''s manual, burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scar formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced crusting in the right lower eyelid one day post-procedure. As treatment, the patient was advised to use "vaniply" brand ointment twice daily until the scabbing came off. Reportedly, use of spf sunscreen was stressed. In addition, "vbeam perfecta" laser treatments were used 3 weeks post-procedure for the residual redness.